Event description:
It was reported that the patient experienced "underdose". The pump was used to deliver baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).